Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 67-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Console alarm "impella defect". New pump and new console solved the issue.

Manufacturer narrative:
Section b5, updated to say: "the user facility reported a 67-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support due to left ventricular outflow tract obstruction. The 5.5 was implanted via percutaneous axillary approach. It is suspected that the perclose failed when attempting to tighten around catheter shaft causing dissection of axillary artery. Emergency axillary cutdown was required to surgically repair axillary artery followed by ballooning intervention of artery to restore distal limb perfusion. 16 units of blood products were provided. Additionally, the patient had loss of distal limb perfusion on the right arm. A penumbra procedure was performed with successful clot removal and restoration of right brachial and right ulnar pulses. Signs of rigor mortis to hand were noted. Vascular team was consulted. Multiple blood products were required." Section h6, updated to say: 4440 - thromb / 4624 - surgical intervention / 2993 - adverse event without identified device use 1942 - ischemia / 4643 - blood transfusion. 3160 - vascular dissection.

Event description:
The user facility reported a 67-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support due to left ventricular outflow tract obstruction. The 5.5 was implanted via percutaneous axillary approach. It is suspected that the perclose failed when attempting to tighten around catheter shaft causing dissection of axillary artery. Emergency axillary cutdown was required to surgically repair axillary artery followed by ballooning intervention of artery to restore distal limb perfusion. 16 units of blood products were provided. Additionally, the patient had loss of distal limb perfusion on the right arm. A penumbra procedure was performed with successful clot removal and restoration of right brachial and right ulnar pulses. Signs of rigor mortis to hand were noted. Vascular team was consulted. Multiple blood products were required. Reportable due to vascular damage, limb ischemia and thrombus and necessary intervention.